Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units between the displayed and expected values. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge and adding more insulin. Technical support instructed the caller to call back for troubleshooting if the issue recurs, and the caller acknowledged.